Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. No further impact to the state of health of the user has been reported. According to the log examination there is no hint of system failure or system malfunction that would potentially result in a high dose situation. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator may recognize total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. In accordance with the log file assessment and the dose report protocol (exam protocol), the involved dose of ~550 mgy for the given case meets the expectation of the manufacturer. During the time of event it is not anticipated that a skin burn from scatter radiation could occur. Without any further protection, the dose for the operator is 3 mgy on average. According to established statements in the literature, skin burns may occur for applied doses larger than 2000 mgy. The system has been checked on site and no deficiency has been identified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that an adverse event occurred following use of the artis q ceiling system. The customer reported that a physician received radiation burns to the left side of the leg. The extent of the physicians injury and medical treatment provided is not known at this time. Siemens has requested additional details in order to conduct an investigation.